Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Missing end cap sticker.

Event description:
It was reported that the insulin pump is stuck in the priming loop. The blood glucose reading is 121 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.